Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer). The report has been identified as b. Braun medical internal report # (B)(4). Multiple attempts to obtain the device, logs and/or any additional information were not successful. Without the actual device or logs, a thorough investigation could not be performed and a specific conclusion can not be drawn as to the cause of the reported event. If the device, logs and/or any additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the facility: air bubble problems occured, which resulted in the discontinuation of the infusion and hypotension. No patient injury.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Two test infusions were run, the first one was set with vtbi of 5000ml with a rate of 100ml/hr and ran for 17 hours, and the second infusion was set with vtbi of 2000ml with a rate of 10ml/hr and ran for 50 hours. During both tests there were no errors or alarms that occurred. The purge function was tested with all results within specification. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.